Event description:
This device was an attempted implant. It was not implanted because the jacket could not be retracted. A second device was then successfully implanted. The pt did not experience any adverse effects.